Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation was inconclusive, and a definitive root cause for the reported event could not be determined. The analysis suggested that the non-reactive results were correct. A review of the data indicated that the issue may have been related to a single reagent kit or potential contamination in the analyzer, which resolved after subsequent determinations. However, no conclusive evidence was identified to confirm these possibilities. The investigation is considered closed, and no further action is planned unless the issue reoccurs.

Event description:
The initial reporter alleged discrepant reactive results for the hbsag g2 elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The initial measurement of the sample was reactive. Upon retesting, the result was non-reactive.